Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer had been using a third-party charging cable after discarding the original tandem cable a year ago, and technical support arranged to send a replacement cable via two-day shipping.